Manufacturer narrative:
The manufacturer received information alleging an issue related to a philips CPAP device's thermal event. The manufacturer received information alleging that the patient notice of fire. There was no serious patient harm or injury. The patient required no medical intervention. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code, evaluation result code, component code and conclusion code has been updated.

Event description:
The manufacturer received information alleging an issue related to a philips CPAP device's thermal event. The manufacturer received information alleging that the patient notice of fire. There was no serious patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.